Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. No product issue was found with the instrument. The instrument underwent external and internal visual inspection and no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy, the fenestrated bipolar forceps (fbf) instrument jaws were stuck on unspecified tissue. The customer was not able to get the instrument jaws open despite using the instrument release kit (irk). The customer reported being able to remove the instrument through the cannula and from the patient via unknown means. No additional ports were added. This event reportedly did not result in a patient injury. It was reported that the procedure was completed as planned.